Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the patient had noticed a few occlusion alarms. The patient's blood glucose levels rose to 400 mg/dl, and she required manual insulin injections. The system check noted the infusion site to be the cause of the alarm. The equipment had not been changed out. No injury occurred.